Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving fentanyl, concentration not reported at 1937.2 mcg/day via an implantable device. Indications for use was non-malignant pain. The patient reported an infection. The patient's managing healthcare provider saw it and told the patient they had a "bad infection". The patient's primary care physician gave the patient an ointment but that made it worse, (it's spreading). The patient stated they had a "metal knee and I can't have infections". The patient had pain coming out the right side and down around their belly button and "it hurts really bad". The patient stated they have "some kind of infection underneath my belly and down both side of my groin." The patient also reported they had a fall a few months after their pump implant after which the patient ended up in the hospital "almost dying". The patient planned to call their healthcare provider. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.